Event description:
Dealer called to report that enduser is reporting that the lift is moving on it's own. I called to tech services and spoke with (B)(6), he advised to removed pendant, if it continues it's the control box. I advised dealer and she states they have tried other pendants and the issue continued, so it may be the control box. Dealer is upset that they have called multiple times on this and replaced the acuator on more than on occasion, and she is upset that the control box is out of warranty, feels it should be replaced due to them calling previously about this issue and not having the resolution. Advised to contact tbm or inside sales rep, advised I cannot cover the control box under the warranty. Previous ra's and cp's. (B)(4)